Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lap cystoprostectomy with ilio conduit while firing on the small bowl, the stapler did not fire. The surgeon was able to squeeze the tissue, push the green firing button, and pull the handle to fire but it would not engage. The case was completed using a second handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.